Event description:
A malfunction was reported on a pump, specifically displaying a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred. The caller understood and acknowledged these instructions.